Event description:
Consumer's meter had a reading of 500mg/dl, while the emergency medical technician's meter read 150mg/dl at the same time. Consumer did not receive treatment from emergency medical technicians, and did not have to go to the hospital. No controls were done. A request was made for return of suspect device and a replacement was provided.